Event description:
The customer reported obtaining reproducible, elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system serial number (B)(4). Two (2) additional samples from the same patient (designated as sample 4 and sample 5) were tested on (B)(6) 2015 (on the customer's alternate access 2 immunoassay system serial number (B)(4)) and three of the patient's samples (designated as sample 2, sample 4 and sample 5) were tested on (B)(6) 2015 on the original access 2 immunoassay system and similar, elevated access accutni+3 results were obtained. Two of the patient's samples (designated as sample 3 and sample 4) were then analyzed on an alternate methodology (siemens centaur) on (B)(6) 2015 and lower troponin I results were obtained. On (B)(6) 2015 sample 2 and sample 5 were both tested at different alternate facilities. Sample 5 was tested using an access 2 immunoassay system (serial number unknown) and sample 2 was tested using a unicel dxi 800 access immunoassay system (serial number unknown). Similar, elevated results above the assay's normal reference range were obtained for both samples. The initial, elevated access accutni+3 result was released from the laboratory. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results, as the patient was transferred to an alternate facility and underwent several procedures, including an echocardiogram, which was negative. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. Sample collection and processing information specific to the sample in question was not provided by the customer. The customer sent the patient's sample to beckman coulter (bec) complaint handling unit (chu) for further analysis.

Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, or weight. There is no indication that the access accutni+3 reagent was returned for evaluation. Testing of the customer supplied neat sample confirmed the customer's elevated access accutni+3 results. Further testing of the sample with a blocker protein specific to alkaline phosphatase, decreased the sample's signal causing a decrease in the access accutni+3 result by 99.89%, confirming the presence of a patient source interferent related to alkaline phosphatase. Service was not dispatched to the customer's site as the customer did not question system performance. In conclusion, the cause of the elevated access accutni+3 results is due to a patient source interferent related to alkaline phosphatase.